Manufacturer narrative:
(B)(4). Method: the complaint: (B)(4) water feedset was not returned to fisher & paykel (f&p) healthcare for evaluation as it was discarded by the healthcare facility. Further information regarding the sequence of events and the patient outcome were requested however only limited information was provided. Our investigation is therefore based on the limited information provided by the customer and our knowledge of our product. Results: the healthcare facility reported that the clamp of a (B)(4) water feedset was found broken during use causing the mr250 manual feed adult humidification chamber to overfill. It was also reported that the "water flowed into the patient's breathing circuit and into the patient's airway". There were no adverse patient outcomes reported as a result of this event. Conclusion: without the return of the complaint device and further details on the sequence of events, we are unable to determine what may have caused the reported event. The (B)(4) water feedset allows the user to control filling of a humidification chamber using a self-closing clamp mechanism initially set open via a ring pin. To use the device, the pin is removed and discarded, the clamp is then set in a self closed position. To allow filling of the chamber, the clamp is manually squeezed open by the clinician and once the clamp is released the user should ensure that the water flow has stopped. All (B)(4) water feedsets are visually inspected and the function of the spring is checked prior to being released for distribution, and those that fail are rejected. The subject device would have met the required specifications at the time of production. The user instructions that accompany the (B)(4) water feedset include the following: "remove the ring pin from the self-closing clamp and discard the ring pin." "Squeeze the clamp to allow the water to enter the humidification chamber. Fill the chamber to the indicated maximum water level. Do not overfill." "Release the clamp to stop water flowing into the humification chamber. Ensure water flow has stopped." "After filling the humidification chamber, place the water source below the level of the humidification chamber."

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative, that the clamp of a 900mr190 water feedset was found broken during use causing the mr250 manual feed adult humidification chamber to overfill. It was also reported that the "water flowed into the patient's breathing circuit and into the patient's airway". There were no adverse patient outcomes reported as a result of this event. However, further information has been requested.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative, that the clamp of a 900mr190 water feedset was found broken during use causing the mr250 manual feed adult humidification chamber to overfill. It was also reported that the "water flowed into the patient's breathing circuit and into the patient's airway". There were no adverse patient outcomes reported as a result of this event. However, further information has been requested.